Event description:
It was reported that during a da vinci-assisted surgical procedure, the long bipolar grasper instrument was not closing properly. The procedure was completed and there was no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint not closing properly. The long bipolar grasper instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was found to have thermal damage on the yaw pulley. The instrument passed an electrical continuity test. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.072 - 0.180 in length and were not aligned with the tube axis.